Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the forceps elevator and the suction, the instrument, the air/water channels of the device. The testing result cleared the (B)(6) guideline. In addition, oekg confirmed the followings in the evaluation of the subject device. - the adhesive part on the bending rubber of the subject device was worn out omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Also other detailed information such as the reprocessing method was not provided. The subject device was the loaner device from olympus (B)(4) to the user. There was no report of infection associated with this report.